Event description:
It was reported that this right atrial (ra) lead was exhibiting atrial noise and out of range impedance. It was believed to be a conductor fracture. Subsequently, a revision procedure was performed to surgically abandon this lead and implant a new lead. There were no additional adverse patient effects reported.